Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a manual injection. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.